Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. (B)(4).

Event description:
On (B)(6) 2011, rotaflow system was in-use at strong memorial when blood temp and head error messages appeared on the console during transport of a patient. According to the customer, the pump is currently working. On (B)(6) 2011, additional information was received concerning this complaint event. According to the maquet sales representative, there was no blockage (i.e-blankets or other machines) of the unit that may have caused the increase in temperature. No patient information was provided. (B)(4).